Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported pump exchange, as well as the events leading up to the exchange, cannot be conclusively determined through this investigation. No further information regarding the event will be provided at this time, per the account. (B)(6) was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Although no specific adverse events or device-related issues were reported, the heartmate ii lvas (left ventricular assist system) IFU (instructions for use) (rev. H) outlines potential adverse events that may be associated with the use of the heartmate ii lvas, as well as normal vad (ventricular assist device) operation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6)2013.